Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, pump supplies were changed to address the issue. Additionally, it was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose ranged from 150 mg/dl to 200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.